Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior tibial artery. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, on initial inflation at 14 atmospheres for 5 seconds, the balloon ruptured. The device was removed without any problem and the procedure was completed with another of same device. No patient complications nor injuries reported and the patient was in good condition after the procedure.